Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe 1ml ll w/ndl eclipse 25x5/8 rb scale markings missing the following information was provided by the initial reporter; it was reported by customer that allergy nurse proceed to inject medication, opening the box she realized that there was no markings on the syringe to draw the medication. Some of the syringe had their marking looking like they were rubbed off. Mat# 305780 lot 0206544, customer advised event was reported to mckesson rep in october, and a follow up was made october 24th. Mckesson rep advised customer to reach out to bd directly. Verbatim: rcc received a complaint via phone. Pir attached. Allergy nurse proceed to inject medication, opening the box she realized that there was no markings on the syringe to draw the medication. Some of the syringe had their marking looking like they were rubbed off. Mat# 305780 lot 0206544, customer advised event was reported to mckesson rep in october, and a follow up was made october 24th. Mckesson rep advised customer to reach out to bd directly.

Event description:
Material #: 305780. Batch#: 0206544.. It was reported by customer that allergy nurse proceed to inject medication, opening the box she realized that there was no markings on the syringe to draw the medication. Some of the syringe had their marking looking like they were rubbed off. Mat# 305780 lot 0206544, customer advised event was reported to mckesson rep in october, and a follow up was made october 24th. Mckesson rep advised customer to reach out to bd directly. Verbatim: rcc received a complaint via phone. Pir attached. Allergy nurse proceed to inject medication, opening the box she realized that there was no markings on the syringe to draw the medication. Some of the syringe had their marking looking like they were rubbed off. Mat# 305780 lot 0206544, customer advised event was reported to mckesson rep in october, and a follow up was made october 24th. Mckesson rep advised customer to reach out to bd directly.

Manufacturer narrative:
No sample/photo received for investigation. Based on device history record review, no abnormality was observed during the production of the affected batches. The 1ml syringe part is purchased from bd canaan. The packaging line was reviewed and there is no area that would contribute to the ¿scale marking issue¿. Bd canaan had been notified of this complaint for investigation.